Manufacturer narrative:
(B)(4). The oxygen sensor was replaced and the unit operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred.